Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was displaying a certificate error when accessing the server through both chrome and edge. The error stated that the connection was not private. The ssl certificate had been renewed recently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it was determined that the certificate error your connection was not private warning occurred when accessing the server through both chrome and edge. The technical support specialist (tss) dialed in to the application, updated the certificates, and validated them. After that the hospital system support specialist tried using both edge and chrome browsers but still getting a not secure connection status when attempting to open the site. The location of the certificate was provided to bd tss, but it did not appear to be completed on their side. Then tss completed the certificate update for the hsv (health sight viewer). After that, the customer support specialist was able to access the pyxis enterprise server using both chrome and edge and received a secure connection in each browser. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was displaying a certificate error when accessing the server through both chrome and edge. The error stated that the connection was not private. The ssl certificate had been renewed recently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.